Event description:
The reporter indicated that while the surgeon was implanting a 12.6mm vicm5_12.6; -11.5 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022; the lens had tore. It was noted "the lens was caught between the ftp and the cartridge". There was no patient injury. The lens remains implanted into the patient's eye and it was noted they are considering replacing the lens in the future; but no concrete plans have been determined". The cause of the event was reported as the device. It was additionally noted "lens ejects sideways; part of the lens gets caught in the plunger; and the lens does not come out smoothly."

Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).